Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead dislodged once it was connected to the device and could not be repositioned. The lead was removed and the atrial port was plugged. The patient was in stable condition.